Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record to identify manufacturing nonconformities issued to the reported lot could not be performed as the lot/part number are unknown. Additionally, a review of the complaint history to identify any similar incidents from the reported lot could not performed as the lot/part number are unknown. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) cannot be determined. The reported mitral regurgitation (mr) was a result of the reported slda as the mr returned after the slda occurred. The reported patient effect of mr is listed in the instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization were a result of case specific circumstances as the patient was hospitalized and underwent another mitraclip procedure for further treatment. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
In the absence of a reported part number, the UDI number cannot be calculated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda) requiring medical intervention. It was reported that the initial mitraclip procedure was performed sometime on (B)(6) 2017 to treat functional mitral regurgitation (mr). Two clips were implanted, reducing mr to 2-3. On unspecified date, the patient presented with mr grade of 4. A control echocardiogram was performed, which found that the most lateral clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2021, an additional second procedure was performed. An nt clip delivery system (cds) was advanced to the mitral valve and the clip was placed medial to the slda. Grasping was performed without issue, but mr did not improve and the valve would get distorted. The patient had an important jet lateral to the one of the clips, so an attempt was made to place the clip at this location but mr did not improve and the valve would get distorted. Because of this the physician did not implant the clip. The patient did not have any issues and mr remained at 4. No additional information was provided.